Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. The field service engineer (fse) confirmed the reported issue during troubleshooting. The fse advised the customer to replace the o2 flow sensor. Follow up with the customer; the external o2 sensor was replaced and the issue resolved. The customer reported the device was being set up for use. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the customer reports high oxygen alarm. There was no patient involvement at the time the issue was discovered.